Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the react catheter was found bent and ruptured. The patient was undergoing a thrombectomy for treatment of an acute cerebral infarction located in the middle cerebral artery. The accessed vessel was the femoral artery. It was noted the patient's vessel tortuosity was normal. It was reported that the patient had an acute cerebral infarction and was treated with middle cerebral artery occlusion and thrombectomy treatment. No problems were found before the operation. During the operation, react68 entered the internal carotid artery and showed that the tip of the catheter was bent. After withdrawing the catheter, it was found that there was a break at the tip of the catheter. It was reported catheter rupture occurred. The catheter was broken. The ruptured located was in the distal section. Aside from the rupture there was no other damage to the catheter. The injection rate was unable. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis #706278796:¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the react-68 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened react 68 inner pouch (b522178). ¿ damage location details: no damages were found with the react-68 catheter hub. The react-68 catheter body was found flattened/ovalized from ~106.5cm to ~126.0cm from the proximal end of the catheter hub. The react-68 catheter body was found separated. The tubing material at the catheter separated end exhibited plastic deformation (stretching/jagged edges). Compared to the product drawing, the react-68 catheter distal marker/tip was found to have separated from the catheter. The separated catheter distal marker/tip was not returned. ¿ testing/analysis: the react-68 catheter total length was measured to be ~141.0cm, which is within specification (specification: 141cm ± 3cm). The react-68 catheter's usable length was measured to be ~134.3cm, which is within specification (specification: 132cm +3/-0cm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ and ¿catheter separation/break¿ reports were confirmed. The returned react-68 catheter was found flattened/ovalized and with the distal marker/tip separated. The separated ends of the react-68 catheter exhibited plastic deformation which indicates the catheter separated as the tensile strength of the tubing material was exceeded. Damage can occur if the react-68 catheter is retrieved against resistance. This can occur due to highly tortuous anatomy or kink/damage with the guide catheter. However, the cause(s) of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the catheter did break into two or more pieces, but part of the connection was not completely broken. All of the broken pieces were removed from the patient. The procedure was completed by replacing with a react68 catheter. The cause of the break/rupture was not determined. The patient's preoperative modified thrombolysis in cerebral infarction (mtici) score was 0 and postoperative mtici was 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.